Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week after the implant procedure, the implantable cardiac monitor (icm) was detecting false pause episodes due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.